Event description:
It was reported that the insulin pump alarmed low battery, and after a battery replacement, it had a blank display. The blood glucose reading was 289 mg/dl. The customer stated that she changed the battery 3 times, and the screen still did not return. No significant events leading to the display issue were noted. The issue was resolved upon troubleshoot. Advised the customer that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.